Event description:
Per the clinic, the wound dehiscence was treated with oral antibiotics (date and duration not reported). The patient subsequently underwent revision surgery (date not reported) involving a skin flap advancement to close the dehiscence. It was further reported that, exposure of the receiver/stimulator occurred (date not reported) following an attempted rotational flap closure. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient developed wound dehiscence around the transducer site (specific date not reported), with the device positioned irregularly inferior-posterior to the internal fixture. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.